Event description:
Healthcare professional reported left side "extensive subcapsular rupture," "lingual any sign" found on imaging, and "pain." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/03/2024.

Event description:
Healthcare professional reported "extensive subcapsular rupture", "lingual any sign" found on imaging and reported "pain". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "extensive subcapsular rupture", "lingual any sign" found on imaging and reported "pain". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). ¿ pain-breast: unable to observe since it is not related to the device.